Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 95mg/dl to 200 mg/dl. The blood glucose testing is performed by the customer once daily. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer informed that not had any recent changes to medication. The customer is comparing the blood glucose test results from trueresult meter to alternate meter; and observed higher readings with trueresult meter; actual values not provided. On (B)(6) 2016, a blood test was performed by the customer fasting and produced test result of 281 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is about 2 to 3 weeks. The meter memory was reviewed for previous test result history (date/time not provided by customer since he is unable to see it properly): 201mg/dl fasting:yes, 225mg/dl fasting:no, 185mg/dl fasting:yes, 214mg/dl fasting:yes, 228mg/dl fasting:yes. Adverse event not reported.